Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. On an unspecified date, the consumer started using o.b. Super non-applicator, vaginally for menstruation (lot number, expiration date and frequency unspecified). She stated that, the tampons leaked after two hours. She also stated that, the tampons fell apart when she tried to pull them out. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.